Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with meropenem (1 gram given daily at night, dose and route not reported) and vancomycin (2 gram given,1 gram given once "stat", then 1 gram, initial dose and once in 5 days, route not reported) for the event of peritonitis. The patient¿s outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.